Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "balloon burst" was unable to be confirmed. Available information suggests patient factors likely contributed to the event as per 3mensio imagery provided and description event, there was calcification in the sinotubular junction. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. Therefore, it is likely that these patient/procedural factors may have caused or contributed to the burst balloon during valve deployment. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : disacarded.

Event description:
Per report received from saudi arabia, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the deployment of the valve with nominal volume and slow controlled inflation, when the balloon was fully inflated, it burst. Despite the burst, the valve was deployed without complications and post-dilation was not needed. The delivery system was retrieved through the esheath without difficulties. The patient did not suffer any injury and the procedure was noted to be successful without complications. As per medical opinion, the root cause of the burst was the sinotubular junction calcification.